Event description:
Pt reported they purchased a tube of toothpaste and found labeling discrepancies between a tube they had purchased previously of this latest tube of toothpaste of the same brand. Pt stated the active ingredients and the percentages of active ingredients differed between the two tubes of toothpaste and there were no inactive ingredients listed at all on the recently purchased tube. Additionally, this tube of toothpaste had approx 10 african coutries listed on it. Pt reported the problem to the manufacturer. MFR told pt the retail store should not have this product on their shelves; it was meant to be sold in the african countries listed in the labeling.